Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found a field leak test. Based on the results of the investigation, the most likely cause of the complaint is traced to component failure, which is expected or random component failure. However, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device cable was damaged. There were no reports of patient harm.

Manufacturer narrative:
E2 correction due to system error: no. The reporter is a non-healthcare professional. To date, the subject device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device cable was damaged. There were no reports of patient harm.